Manufacturer narrative:
Bayer r & I product analysis received and evaluated a dc power cable and power supply from the site. The condition of the returned dc power cable indicated that there was an internal temperature sufficient to melt the jacket of the cable. The heating was concentrated at the area where the coils were gathered. There was exposure of the shielding braid but the main conductor was not exposed. Circuit continuity of the cable was tested and found to have a short between the circuit and the connector case. The cable was not functional and had a circuit integrity problem. The power supply was tested and found to be functional within specification. An additional test was performed to determine if the power supply would shut down when the output was shorted. Upon shorting, the power supply was expected to shut down and read zero volts; instead, a repetitive, clicking sound was heard coming from the circuit board and the meter read half a volt. When the shorting wire was left in place under power for a period of time, it began to feel warm to the touch.

Event description:
The site reported the following: the 6-prong connector that plugs into the veris monitor while charging became very hot and melted the plastic housing. There was no injury reported.